Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the video processor (vp) and the orange cable between the vp and the endoscope controller (ec). The system was verified and ready for use. Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the video processor (vp) and the orange cable between the vp and the endoscope controller (ec).

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the surgeon console right eye was green like firefly was on, but the left eye appeared with normal color. The surgeon was not using firefly so it's like the right eye had a green hue to it. The same issue occurred a couple of weeks ago. Site tried a new scope, but the issue remained. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the video processor (vp) for failure analysis investigation. The unit was analyzed and the reported error was not confirmed or replicated. In the system logs, there was no data indicating a system fault in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vp was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles and sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but there was no error identified. The affected fiber optic cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. While a definitive root cause cannot be determined since the reported complaint was not replicated during in-house testing, the potential root cause for this failure may be attributed to connection issues of the fiber optic cable between the vp and the ec. The fse replaced and scrapped the orange fiber cable as a part of the system servicing.

Event description:
Refer to h11 for follow-up information.